Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was going to take antibiotics for the rest of the week and would follow up with the doctor again next monday on 2018-(B)(6). The doctor would then discern if they were taking the system out or not. They wanted to give the antibiotics time to work. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the doctor wouldn't be explanting the system as the infection issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative contacted the patient to see how their stimulation was performing. The patient reported having something wet on their back and their wife looked at it and saw blood. They pressed on their back and puss came out at the spinal incision. The doctor was made aware and scheduled the patient to see them; the patient was given antibiotics. No further complications reported.